Event description:
It was reported that a small volume intermate had a black mark on the reservoir. The device was filled with an unspecified amount of ceftazidime. This was found during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured on december 12, 2014 to december 17, 2014. The device was received and the evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed a black particle, approximately 0.30 square mm in size, embedded in the material of the stress member component. The particle was not in the fluid pathway due to it being molded into the material of the stress member. Fourier transform infrared spectroscopy was attempted; however, visible signals could not be generate from the particle. Therefore, the material of the particle could not be identified. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.